Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functional testing found articulation calibration errors in the data saved to the system. A reload could not be attached and the articulation mechanism was found to be out of home position. The adapter was connected to a handle and a yellow adapter swim lane appeared. It was reported that the device partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the articulation mechanism was out of home position and articulation calibration errors. Functional testing found articulation calibration errors in the data saved to the system. A reload could not be attached and the articulation mechanism was found to be out of home position. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical products: sigphandle, sig power sigphandle handle (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown), unegiatri, unknown egia tri staple (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter when clamped with a black cartridge, the thickness was displayed as 1 in zone 3. The tissue was inflamed and very hard. The firing stopped in the middle. Afterwards, the opening and closing operation was performed using the handle. An additional resection was done. And additional suturing was done with a stapler from another company.